Manufacturer narrative:
The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 4500 rpm. The investigation determined that the centrifugation time may be too short and the centrifugation speed may be too high than the recommended guidelines. The field service engineer (fse) determined the event was caused by improper customer maintenance (dried reference solutions on both sides of the reference electrode and the acrylic blocks). Product labeling states: "maintenance c 501 with ise daily maintenance - at the end of analysis each day this section describes how to clean sample flow paths and ion-selective electrode (ise) electrodes." "Maintenance c 501 with ise weekly maintenance - removing and manually cleaning the is bath - crystals may remain on the upper part of the is bath even after daily automatic rinsing. Therefore, remove and manually clean the is bath once a week." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is p6836. The k electrode lot number is b7261. The field service engineer (fse) inspected the module and determined the event was caused by improper customer maintenance. The fse found dried reference solutions on both sides of the reference electrode and the acrylic blocks. He then cleaned the entire ion-selective electrode (ise) assembly and ise bath and primed the system. He verified the module's performance with 30 ise checks, calibrations, and qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from multiple patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The reporter stated that the initial results were flagged in the laboratory information system and were deemed abnormally low prompting the rerun of the patient samples. The reporter was able to provide the following examples of discrepant results: sample 1 the initial na result was 98 mmol/l. The repeat result was 137 mmol/l. Sample 2 the initial na result was 122 mmol/l. The repeat result was 136 mmol/l. The initial k result was 6.0 mmol/l. The repeat result was 3.9 mmol/l. Sample 3 the initial na result was 126 mmol/l. The repeat result was 137 mmol/l. The repeat results were deemed correct.